Event description:
The patient reported that their v-go 40 devices are falling off when they are in the pool, bath, and shower. No specific event dates were provided. The devices are not available for return to the manufacturer for evaluation because they were discarded.